Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that doctor explanted a multifocal intraocular lens (model zxr00, +18.5 diopter) and implanted a three piece intraocular lens (model and diopter unknown). No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes returned to manufacturer on: 01/15/2018 device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. The product was inspected by qualified inspector using a 12x microscope magnification. There were dry stains on the optic body. No other anomalies were found. The customer''s reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.